Manufacturer narrative:
The reported complaint was confirmed. The manufacturer's product surveillance investigator confirmed the latch was broken through visual inspection. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during non-clinical activity, the ultrasonic air sensor (uas) latch was found broken during rounds. There was no patient involvement.